Event description:
Customer reported pump battery would not charge, but received no power source alert. Charging issue did not adversely affect customer¿s blood glucose level. Customer had used a tandem charging cable and followed instructions to use a different wall outlet, resulting in successful pump charging with no further assistance needed.